Event description:
It was reported that a jelco® viavalve® safety IV catheter experienced threading and sticking "issues". The catheter dragged and affected how the nurse was able to access the vein. The catheter blew through the back of the vein and the catheter was unable to be inserted effectively. No permanent injury was reported.